Event description:
It was reported that there was no signal. Not communicating with the tc304us. No negative impact in state of health reported. Cross reference MDR: 2027009-2026-00638.

Manufacturer narrative:
Device evaluation: the complaint issue was described as not communicating with the tc304us. There is no signal. The customer's complaint was verified. The tc304us did not display an image with th120 or th121 camera heads. The customer returned their tc201us (service order: (B)(4) & tc304us (service order: (B)(4), which were tested together. The tc304us was not recognized by the tc201us. This was due to a mismatch in software between the two devices: the tc201us had s/w v4.5 and the tc304us had s/w v4.3. After the tc304us was upgraded to v4.5 the communication issue was corrected. However, at this point, the system displayed an incompatible head message when a camera was inserted, and it would not display an image. Troubleshooting found that the head_present_b signal was unresponsive when a camera head was inserted. This means the ccu was not detecting a camera connection, thus preventing the voltage sequence required for producing an image. A resistance measurement found an open circuit path between the external facing samtec camera receptacle head_present_b pin and the tc304us motherboard components. Ultimately, this motherboard is two years old, and the discontinuity of the head_present_b trace can't be corrected via component level rework, so a motherboard replacement is required. The cause of the issue was isolated to the customer's tc304us: discontinuity of the head_present_b trace between the samtec camera receptacle (pin 5) and the first component on the motherboard (tp13000). The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).